Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the black inner sheath was separated during deployment. There was no patient complication reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks b1, b5, h1, and h6 (impact codes) have been updated with the additional information received on march 27, 2025. Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Imdr impact code f2301 captures the used of snares to remove the broken guide catheter. Block h11: the advanix-naviflex biliary stent was returned for analysis. Visual examination of the returned device found that the pull wire was kinked, and the guide catheter wasn't visible. A destructive test was performed, the guide catheter was detached from the pull wire hypo tube, the guide catheter wasn't returned. No other problems were noted to the stent and delivery system. The reported event of catheter guide break was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed failures were likely due to factors encountered during the procedure. It is possible that tortuosity, handling of the device and the technique used by the physician, limited the performance of the device and contributed to the reported event and observed failures. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the black inner sheath was separated during deployment. There was no patient complication reported as a result of this event. Note: no further information has been obtained despite good faith efforts. ***additional information received on march 27, 2025*** it was reported that the advanix stent with naviflex delivery system was to be implanted in the biliary duct to treat a biliary stricture during an endoscopic retrograde biliary drainage (erbd) procedure. The detached black inner sheath was removed using a snare and another naviflex delivery system was used to complete the procedure.

Manufacturer narrative:
Blocks b1, b5, h1, and h6 (impact codes) have been updated with the additional information received on march 27, 2025. Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. Imdr impact code f2301 captures the used of snares to remove the broken guide catheter.

Event description:
It was reported to boston scientific corporation that an advanix stent with naviflex delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the black inner sheath was separated during deployment. There was no patient complication reported as a result of this event. Note: no further information has been obtained despite good faith efforts. Additional information received on march 27, 2025. It was reported that the advanix stent with naviflex delivery system was to be implanted in the biliary duct to treat a biliary stricture during an endoscopic retrograde biliary drainage (erbd) procedure. The detached black inner sheath was removed using a snare and another naviflex delivery system was used to complete the procedure.